Event description:
Procedure: lung volume reduction. According to the reporter: the surgeon loaded the cartridge correctly and closed the lung tissue then pressed the green button and fired the instrument. The cartridge fired partially. The surgeon opened the jaws and noted that half of the staples were formed properly, but the remaining staples dropped onto the lung tissue. Additional tissue was resected.

Manufacturer narrative:
Initial report sent to FDA on 06/30/2009.